Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: the balloon of the trocar did not inflate. The trocar was inserted to the patient and the inner cannula was removed, then air was injected to the balloon, but the balloon did not inflate. The balloon was tested outside the patient, but the balloon still did not inflate. For that reason, another trocar was used to continue the procedure. The balloon was carefully handled and not damaged, per physician. Operating time extended: less than 30 min. Tissue damage: no. Nothing fell into the cavity. No bleeding. Patient info was not provided.

Manufacturer narrative:
(B)(4).